Manufacturer narrative:
This report is related to previously reported complaint of low lead impedance, reported in cfn number 2017865 exemption number 1997033, quarter 3, year 2005. Further information was requested but not received.

Event description:
It was reported that the patient presented for an in-clinic follow-up in 2005. Review of the transmission revealed that the right ventricular (rv) and right atrial (ra) leads exhibited low pacing impedance. On 9 sept 2006, the rv lead was capped and replaced. On 2008, it was noted that the ra lead exhibited high capture threshold and unspecified sensing issues and that the low pacing impedance re-occurred. On (B)(6) 2009 the ra lead was capped and replaced. The patient was in stable condition. This report is related to previously reported complaint of low lead impedance, reported in cfn number 2017865 exemption number 1997033, quarter 3, year 2005.